Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the device never controlled their symptoms after it was implanted.

Event description:
Additional information was received from the patient. They called back and repeated previously noted information regarding the ins not working since implant. The patient mentioned they thought it was a positional problem and the healthcare provider (hcp) told them their toes kept curling. The patient stated they also have scs device and weren't able to get MRI because MRI facility was nervous about patient having two devices. Reviewed MRI mode. An email sent to patient again with physician listings.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va2phcb); product type: 0200-lead; implant date (B)(6) 2022;. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient's trial worked from the minute they got to the car until it was taken out five days later and the permanent device was implanted. The permanent device never worked. The doctor had a lot of difficulty getting the wires in the proper area in the foramen. Patient had a lot of pokes in their back where the doctor tried to place the wire. The patient was sent home and told to fiddle around to try and get it to work. The patient didn't think the lead was in the right place to stimulate the nerve. Patient said when they were in surgery getting the permanent implant something was wrong with the stimulator and they had to wait while in surgery to get another stimulator. Agent asked the patient what was wrong with the stimulator and the patient said it was faulty or broken; the stimulator didn't work. Patient was thinking about getting a second opinion and asked to have doctor listings sent to them. Agent email patient doctor listings.